Event description:
It was reported that the bd alaris smartsite pump infusion set had leakage. The following information was provided by the initial reporter: while priming the burette and primary tubing for ivig administration, the rn followed proper venting technique. While gently compressing the burette to prime the line, the burette tubing ruptured. A second attempt was made using a new burette, at which point leaking from the burette tubing was observed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.